Manufacturer narrative:
Upon visual inspection of the returned abutment screw it was confirmed to be fractured at the base. There was some wear damage on the surface. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (iunihg) fractured 4 years post restoration.